Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since last night customer has been running high. The customer was been running high in the low 400mg/dl and the high 300mg/dl range. Their current blood glucose was 367mg/dl. The customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The customer reported that there were air bubbles with size of half an inch in the infusion set. The customer declined to continue troubleshoot since she had to go and change her site as she found blood in the tubing too. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.